Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her son was hospitalized for a high blood glucose of 535 mg/dl, diabetic ketoacidosis, and a touch of pneumonia. The patient was sick for the past three days. The patient planned to treat with a set change and by monitoring his blood glucose. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.